Manufacturer narrative:
Unknown if the lens was implanted and therefore unknown if explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040 all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just before the implantation of an intraocular lens (iol) the trailing haptic was noticed detached and also a part of the optic was noticed torn. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the customer's reported issue (the trailing haptic detached and a part of the optic torn) occurred in the patient's eye during implantation on (B)(6) 2017. Reportedly, the surgeon removed and replaced the intraocular lens (iol) during the same procedure. Updated date of event: from (B)(6) 2017. Device available for evaluation? Yes. Returned to manufacturer on: 10/27/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00v, was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position, and locked. The cartridge was correctly engaged into lower body of the pcb00v device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. One of the haptic was observed stuck at the cartridge tip. The rest of the intraocular lens was received out of the device. It was observed cut in two pieces with one haptic detached. The customer's reported complaint was verified. However, the condition of the sample returned was consistent with a product that was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.